Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient relocated to another state, had a massive gastrointestinal bleed, stopped taking anticoagulants prescribed to him and was unable to return for a follow-up transesophageal echocardiogram (tee) until 9 months post procedure. The tee imaging showed that there was color flow in multiple degree views showing blood flow from the left superior pulmonary vein, through the coumadin ridge/limbus, and over the face of the watchman closure device. The closure device appeared to be endothelialized and seated well in the laa. The physician is not going to change the medical treatment of this patient but a follow up computed tomography scan has been scheduled to confirm tee imaging. There were no other complications that were reported to have occurred.